Event description:
Pca pump was in use delivering morphine when it reportedly delivered more than it should have over a set time. The pump was set for a 3mg loading dose, and allowing 1mg bolus doses with a 10 minute lockout. The facility discovered the situation when doing a routine review of the pump's delivery history which indicated 4 doses were delivered in an 11 minute period. The patient had made 20 attempts in this time frame. The facility reported that based upon their programmed parameters, the device should not have allowed this many doses (4) to be delivered in that short of a time frame. The facility's representatives reported that there was no medical intervention needed and the device was removed from service upon discovering the situation, no adverse patient outcome resulted.